Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"""I am not happy with my upper and lower alignment. My upper alignment does not correspond with the goal of my smile plan. I still have a spacing in between my two front teeth. Even with slingers, only the top of my teeth touch versus top to bottom. My lower alignment has improved in terms of spacing in between teeth, but now I have a completely different bite where spacing is evident in one side of my mouth versus the other. In fact my jaw has drastically shifted as you can see in the attached photos. I also have my left front tooth pointing outwards , which is very noticeable"" updates (B)(6) 2024: cust provided a video of their bite. (B)(6) 2024: cust provided a bite video and stated ""I have attached a video of the progress of what was recommended to me. Everything feels the same as before, the spacing got worse. My left front tooth is wiggling as well. Please do let me know what is being done to fix this."""

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.